Manufacturer narrative:
Device evaluation summary: device evaluation of charger/modem sn (B)(4) has been completed. The reported problem (charger displays error code) was confirmed. As received, the charger was unable to charge a battery. Upon evaluation, the u13 8-bit cmos flash micro-controller on the bedside board was corrupted and there was liquid contamination on the battery board. The cause of the failure is the corrupted u13 component and the liquid contamination. The root cause of the shorted component cannot be positively identified. The root cause of the liquid contamination was due to ingress of an unknown liquid. No adverse event resulted from the shorted component.

Event description:
A zoll distributor returned battery charger/modem sn (B)(4) to report that the charger/modem displayed an error code when charging a battery pack.